Manufacturer narrative:
Device passed the self test and displacement test. Device received with all buttons responding properly. No unresponsive keypad or button error alarms noted during testing. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio or absence of alarm anomalies noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that numbers were not ramping on their own and the scroll bar was not moving with no input and also report that the insulin pump had beep anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer states pressing menu button takes them to the menu screen and block mode was inactive. Customer reports the notification light was blinking. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.